Event description:
On (B)(6) 2014, a customer reported discrepant results using tox/see kit 195-5221. The results showed positive for benzodiazepines (bzo), tricyclic antidepressants (tca), opiates, methamphetamines, and thc. F/u testing showed positive for bzo, tca, and thc, but negative for opiates and methamphetamines. The pt reportedly died of an overdose. Due to the limited info provided it is unclear if the tox/see drug screen malfunctioned or led to this adverse event report. Investigation is ongoing and add'l product info has been requested.